Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power source connection was not always working, causing the programmer to suddenly switch off. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was not able to confirm the stated reason for return, the device did not turn off during incoming inspection and it passed the incoming safety check as well with no deviations. It was noted that the stylus was worn but still working and it was replaced and the touch screen calibrated. New software was installed, the device was cleaned and it passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power source connection was not always working, causing the programmer to suddenly switch off. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.